Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had received rejected new batteries and screen was hard to read as well as frequent no delivery alarm. Customer's blood glucose level was unknown. Customer stated that the rewind more than once and back light was dimmer. Customer declined to troubleshoot. Product will not be returned for analysis.